Event description:
Ous MDR. This lead was explanted and replaced due to noise and had been implanted to replace another lead that had also been removed due to noise. Shocks were aborted. The lead had been implanted via the subclavian approach. All lead parameters are unremarkable. There were no adverse patient side effects reported.

Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint were subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection the lead body was found squeezed and deformed approx. 34.5 cm distal to the is-1 connector pin. In this region the coating of the conductor cables to the shock coil and to the ring electrodes was found damaged. These findings can be considered as the root cause of the clinical observation of noise as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular's first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.